Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic due to experiencing tachycardia. It was noted that the right ventricular (rv) lead exhibited oversensing and high thresholds. The right atrial (ra) lead also exhibited oversensing. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.